Event description:
Meter is reading in mmol/l. Purchased in (B)(6). No adverse event reported.

Manufacturer narrative:
Product not returned for eval. (B)(4). This report is being filed due to the identification of a new failure mode for this device. Based on an investigation, we determined this report should be filed based on the date of the complaint call.